Manufacturer narrative:
Concomitant medical products: dtba2d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had a lead impedance warning for a low impedance measurement. It was noted that the lv lead had possible high threshold measurements. The lead remains in use. No patient complications have been reported as a result of this event.